Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and moderately calcified iliac vessel. A 7.0mmx40mmx135 cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.